Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump infusing levophed at 0.55 mcg/kg/min had a power failure. The nurse grabbed the second pump programmed emergently. Bp of the patient was falling. The tubing was removed from failed pump and reinserted into new. Infusion restarted emergently. The event happened during patient infusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.